Event description:
Customer reported a medical event where she stated her glucose went up to 599mg/dl. It was not clear what device she obtained this reading from. She stated she was dizzy, had nausea and "passed out" while at home. Paramedics were called and she was transported to a local hospital, where she was diagnosed with hyperglycemia and treated with insulin along with having x-rays of her wrist and a CT scan performed. According to the report, the customer did not wish to complete the initial survey as she was "in a rush" and numerous attempts were made to contact customer to clarify the product issue, retrieve the meter's serial number, as well as clarify where the reported a glucose reading was obtained and medical event/treatment. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.